Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt was unable to complete detect and treat testing. The distribution node to rear therapy electrode cable was broken. The root cause for broken cable was physical abuse. No adverse event resulted from the damaged electrode belt.